Event description:
It was reported that there was a pixel issue on the pump display, which affected the customer's ability to read the pump screen and interact with it. There was no adverse impact to the customer's blood glucose level, as levels were not reported above 500 mg/dl (27.7 mmol/l) or below 54 mg/dl (3.0 mmol/l). Technical support resolved the issue by instructing the customer to return the problematic pump using a prepaid label within 10 days and provided storage mode instructions since the pump was not in warranty. A replacement pump was issued, and the customer continued to use the current pump for insulin delivery.